Event description:
The customer contact reported the device did not deliver when the bolus button was pressed. The bolus cord was returned to the biomedical engineering department with a report of the bolus cord did not deliver when the bolus button was pressed. The bolus cord had been connected to a gemstar pump to deliver an unspecified medication. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available; however, it was reported that the bolus cord was replaced and the therapy was resumed. During testing at the user facility, it was reported that an unspecified number of contact pins were missing from the bolus cord connector. There were no reports of any adverse patient events and no reported delay of critical therapy while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.